Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen cracked while the customer was playing on the playground. Customer¿s blood glucose was 97 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.